Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken device on posterior assessed, as an unidentified (tear) opening (shell thickness within spec). And missing shell and patch observed assessed, as inconclusive. Additional observations: no other observations observed, on the device.

Event description:
Healthcare professional reported, a right side rupture. And hole non-specific. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right-side rupture and hole -non specific. Device has been explanted.